Event description:
It was further reported that no interventions were performed, patient was discharged in stable condition with the pump off.

Manufacturer narrative:
A supplemental report is being submitted due to additional information was received. Updated section b5 description of event investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient subsequently expired due to cardiac arrest.

Manufacturer narrative:
A supplemental report is being submitted for correction. This event is a duplicate of FDA report number 3007042319-2021-04035. Correction a1: patient identifier was corrected from (B)(6)to (B)(6). Correction b1: type of event was corrected from product problem to adverse event and product problem. Correction b2: outcome attributed to adverse event was updated to death and the date of death was added. Correction b5: event description was updated to capture the patient outcome as a result of the event. Correction h6: patient ime code was updated from e2403 to e0602. Patient imf code was updated from f26 to f02. Additional products: d4: serial#: (B)(6). H6: patient ime code(s): e0602 h6: imf code(s): f02 d4: serial#: (B)(6). H6: patient ime code(s): e0602 h6: imf code(s): f02 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: two (2) controllers ((B)(6)) were returned for evaluation. The ventricular assist device (vad) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual inspection of (B)(6) revealed contamination within both power ports and the serial port. These are additional findings not related to the reported event, likely due to the handing of the device. Additionally, contamination was observed within the driveline connector. Functional testing of (B)(6) revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during bench testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery which powers the no power alarm was swollen. After the internal battery was replaced, the controller performed as intended. This is an additional finding not related to the reported event. Of note, log files revealed that the controller had been in use for more than two (2) years. The most likely root cause of the observed controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection of (B)(6) revealed contamination within both power ports. This is an additional observation not related to the reported event, likely due to the handing of the device. Additionally, contamination was found within the driveline connector. A visual inspection under 10x magnification revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Review of the controller log files associated with (B)(6) revealed an electrical fault alarm on (B)(6) 2021 at 14:58:42 due to an open phase on the front stator, causing the pump to run on a single stator (rear stator only). A vad disconnect alarm was logged at 15:46:16 indicating a physical disconnection of the driveline from the controller, likely during troubleshooting and/or the reported controller exchange. A controller power up event was then recorded at 15:50:17 with a subsequent vad disconnect alarm at 15:50:26, indicating that the controller was likely powered up without the driveline connected. The vad disconnect alarm cleared and an electrical fault alarm was logged at 15:50:32, indicating that the front stator was not connected. A vad stopped alarm was then recorded at 15:51:21 due to a failure of the pump to restart after multiple attempts. Review of the controller log files associated with (B)(6) revealed multiple controller power up events on (B)(6) 2021 starting at 15:18:04, as well as several vad disconnect alarms indicating that the driveline was not connected to the controller, which corresponds with the reported controller exchange and troubleshooting. After the driveline was connected, an electrical fault alarm was logged at 15:52:23 due to the front stator not being connected. A vad stopped alarm was then recorded at 15:53:34 due to a failure of the pump to restart after multiple attempts. This was followed by an additional vad disconnect alarm at 15:56:27, which likely corresponds with the reported pump being turned off. As a result, the reported event was confirmed. Additional information received from the site indicated that the patient was hospitalized with no interventions performed and was discharged in a stable condition with the pump off. The patient subsequently experienced cardiac arrest and expired. Per the instructions for use, cardiopulmonary arrest and death are known potential complications associated with the implantation of a vad. Based on the available information, the most likely root cause of the reported electrical fault alarm event can be attributed to con tamination/foreign material within the controllers¿ driveline connectors. CAPA pr00375742 was initiated to evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under CAPA pr00375742, the most probable root cause has been attributed to design/training issues. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. Vad was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Possible clinical factors that may have contributed to the death event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial#: (B)(6) d10: yes, return date: 23-apr-2012 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19, c020701, c15 h6: FDA conclusion code(s): d01, d10, d11, d02, d1105 d4: serial#: (B)(6) d10: yes, return date: : 23-apr-2012 h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c15, c19, c07 h6: FDA conclusion code(s): d01, d10, d11 an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the event details, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: heartware ventricular assist system controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2018 / serial or lot#: (B)(4) UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 30-nov-2017 labeled for single use: no. (B)(4). Heartware ventricular assist system controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2018 / serial or lot#: (B)(4). UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 31-jul-2017 labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited electrical fault alarms and emergency medical services (ems) changed to the backup controller. After the controller exchange, the ventricular assist device (vad) stopped and did not restart. It was also reported that the backup controller exhibited an electrical fault alarm. The patient was hospitalized and the vad is currently off. The controllers were removed from service and the vad remains implanted. No patient complications have been reported as a result of this event.